Event description:
It was reported that during a routine visit, this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The health care professional (hcp) noted that the shock impedances appeared to have been gradually increasing but no inappropriate shock therapy delivery was recorded. Technical services (ts) advised the hcp to consult cardiology for further evaluation and programming changes. Subsequently, it was reported that testing was completed, and a lead revision procedure was scheduled. The lead remains in service. No adverse patient effects were reported. Subsequent additional information was received that reported that the physician suspects that patient condition may have led to the increase in shock lead impedance measurements. Due to the patient condition, the physician anticipates that a full system explant procedure may be performed to help treat the patient. Currently, the cardiac resynchronization therapy defibrillator (crt-d) system and the rv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine visit, this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The health care professional (hcp) noted that the shock impedances appeared to have been gradually increasing but no inappropriate shock therapy delivery was recorded. Technical services (ts) advised the hcp to consult cardiology for further evaluation and programming changes. The lead remains in service. No adverse patient effects were reported.